Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had front panel damage and a cracked screen. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: d4 UDI: (B)(4). One device was received for investigation. The device was visually inspected. The front panel was damaged and cracked. The reported complaint is confirmed. The root cause was due to impact on the device. Replaced front panel and all small knobs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: regulatory.responses@icumed.com.